Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue when the device was plugged in to the acpa power accessory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control found no issue with the customer's device and determined that the cause of the reported issue was due to a faulty acpa.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.